Event description:
The customer called and said the suspect device is reading inaccurately. They said they used the device to check their blood glucose and obtained a result of 522 mg/dl. They dosed 35 units of insulin and woke up in the morning with an insulin reaction. At 4:05 am the device read 23 mg/dl. They blacked-out and spouse called the emergency medical technician. Spouse perfomed a test on the device and obtained a result of 103 mg/dl at 4:18 am. Emergency medical technicians arrived and their equipment read 34 or 36 mg/dl. They were treated with an IV. At 5:00 am the emergency medical technician's meter read 196 mg/dl. The wrong controls were used on the system. The device was replaced and requested to be returned for evaluation.